Manufacturer narrative:
Corrected data: d3 additional information: d10,g4, h2, h3, h6, h10. The valve was reportedly explanted due to aortic insufficiency. Morphological and histopathological examination found that leaflets 1 and 3 were torn from their shared stent post. No acute inflammation or significant calcifications were found to be present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was selected for implant. On (B)(6) 2020, the valve was explanted due to aortic insufficiency and a replacement valve was successfully implanted. The patient was reported to be stable.